Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this med watch: b4, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: it was reported that when placing items in consignment, it was noted that the cerepak freeform coil (noted by label and stickers) (scr120615 / 31136146) was received in a cerepak uniform box. There was no patient injury report. Three (3) pictures were provided with the complaint report. The photos show clearly that the carton identifies a uniform coil, while the labeling describes a freeform coil. No other damage or relevant details can be observed. The device was returned to cerenovus for further evaluation. A non-sterile cerepak coil package was received contained in the decontamination pouch. Upon receiving the package, visual inspection was performed, and it was noted that the package was identified as a uniform coil, while the outer label was identified as a freeform coil. These findings are consistent with the pictures provided. The packaging was opened, and the inner pouch had a label that identified the coil as a freeform coil. The issue reported regarding the mismatched carton and label was confirmed based on the discrepancies found in the packaging. The reported defect was confirmed to be originated during manufacturing process, this event requires corrective actions and it will be addressed through cerenovus quality system. A manufacturing record evaluation was performed for the finished device 31136146 number, and no non-conformances were initiated during its manufacturing process. However, as a result of the issue reported, a non-conformance has been initiated to perform further assessment and a stop shipment was initiated to stop distribution of lot 31136146. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Section d2b ¿ procode: krd/hcg section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Three (3) pictures were provided with the complaint report. The photos show clearly that the carton identifies a uniform coil, while the labeling describes a freeform coil. No other damage or relevant details can be observed. A manufacturing record evaluation was performed for the finished device 31136146 number, and no non-conformances related to the malfunction were identified. The reported complaint regarding an mismatched carton and labels can be confirmed based on the details observed in the photos, however there is not enough information to determine any contributing factors to the issue experienced. This investigation was performed based only on the photos provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. As part of johnson & johnson medtech quality process all devices are manufactured, inspected, and released to approved specifications. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, when placing consignment cerepak coils, it was noted that a freeform 6mm x 15 cm coil (scr120615, 31136146), noted by label and stickers, was received in a cerepak uniform box. There was no patient injury reported.